Manufacturer narrative:
The samples were collected by a ER personnel. The samples are li heparin plasma and are centrifuged for 5 minutes at 3500rpm. The sample was aspirated from the primary collection tubes via the close tube accession. Per customer, the volume of the collection tubes met the manufacturer's recommendations. Qc is performed once daily and was within the customer's established ranges during this event. A diagnostic system check was performed after the event and met specifications. On (B)(4) 2011, a bec field service engineer (fse) found the vacuum was not holding pressure within specifications. Fse replaced the peri pump tubing, aspirate probes, and the vacuum pump. Alignments were verified and all verifications testing met specifications. Although hardware issues were addressed no definitive device failure could be determined.

Event description:
A customer contacted beckman coulter inc (bec) in regards to erroneous elevated accutni results above the acute myocardial infraction on three patients' samples generated by the unicel dxc600i synchron access clinical system. The erroneous elevated results from patient sample 1/1 were not reported outside of the laboratory. The erroneous elevated results from patient samples 2/1 and 3/1 were reported outside of the laboratory. The samples were repeated on an alternate instrument and results within the normal reference range were obtained and reported. No reports of death, injury, or change to patient treatment have been reported in connection with this event.